Event description:
Received info regarding multiple cartridge alarms with multiple cartridges during the load process. Reportedly, the customer's blood glucose level was 416 mg/dl. It was reported that the customer had a back up method of insulin delivery.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device is received.